Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity (tls) in both eyes (ou) at a 21 day post-operative exam. A brief description from the surgery center indicated the patient presented with tls at a 2 to 3 week post op exam with a burning sensation more in the right eye(od) than the left eye(os). The patient¿s chief complaint was of dry eye. The patient¿s comments were of extreme burning sensation that began about a week ago in ou and at the post op exam, the patient revealed it was more on od. Also, the patient commented on lights being more sensitive. The patient is using artificial tear drops every half hour to one hour. Topical steroids were increased to treat the symptoms. The patient was treated with xiidra and lotemax pulse ou. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/15 -3.50 x -.50 x 25, left eye pre-op 20/15 -3.75 x .00 x 90.